Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the lighting system and confirmed that the light's suspension arm had fully detached from the ceiling mount. The technician identified the root cause of the reported event to be the snap ring that secures the light's suspension arm to the ceiling mount. As the snap ring was not fully seated, over time, this allowed for the light's suspension arm to loosen and eventually detach from the ceiling mount resulting in the reported event. The unit was installed at the user facility in september 2018 and is currently under steris warranty. The lighting system was installed by a third-party service provider. The technician properly re-installed and secured the snap ring, tested the unit, and confirmed the lighting system to be operating according to specification. The technician performed an inspection of all the user facility's hexalux lighting systems and found them to be operating according to specification. Steris has re-trained the third-party service provider on proper installation of the hexalux lighting system. No additional issues have been reported.

Event description:
The user facility reported that their hexalux lighting system detached and fell to the floor while a patient was in the room. There were no injuries associated with the reported event.